Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified, and eccentric distal right coronary artery. A 2.0 x 12 mm rx mini trek balloon catheter was advanced to the lesion without resistance. During the first inflation, the pressure would not increase over 8 atmospheres. The catheter was removed without resistance and it was noted that the balloon had ruptured. The balloon catheter was replaced with a non-abbott balloon and then a non-abbott stent was implanted. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the returned device analysis confirmed the presence of a longitudinal rupture, 3mm in length, on the proximal balloon taper. There was a peeling flap of the balloon material, 1mm in length, on the distal end of the rupture. There was a flap of the balloon material peeling on the distal balloon shoulder for a length of 2mm. A review of the electronic lot history record (elhr) for the reported lot revealed no nonconforming material records (ncmrs) that would have contributed to the reported complaint. To assure that all products perform according to specification, all dilatation catheters are 100% visually/dimensionally inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure (rbp) and balloon integrity. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during processing of the balloon material, materials, inflation technique, and interactions with other devices, lesion calcification or insufficient preparation prior to use. Based on a review of related records and evaluation of the returned device, it can be concluded that there is no product deficiency for this issue. The manner in which the returned balloons each exhibited flaps of material is historically indicative of improper hydration of the balloon prior to inflation which causes the folded wings of the balloon to stick together and tear during inflation of the device. Although it was reported that the device was submerged in heparinized normal saline prior to use, it may be possible that balloon had dried in between the time that the balloon was submerged and actually used. There is no indication to suggest a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough ns, guide cath: heartrail 6f al1. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information